Event description:
It was reported that the 9900 system had no live image on the left monitor during a case. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The ps2 power supply was replaced and the voltage was adjusted during the service call. The system was tested and found to be working as intended and put back into service.